Event description:
It was reported that the customer's pump case would not clip securely causing the pump to fall and the pump touch screen became cracked and unresponsive. In addition, it was reported that the customer experienced an elevated blood glucose level with trace ketones. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The cause of the high bg was unknown. The customer administered a manual injection of insulin to address elevated bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.